Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the cartridge compartment was cracked/damaged and that moisture was present in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 02-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 30-mar-2018 with the following findings: during the investigation, investigators were unable to duplicate the cracked cartridge compartment complaint. The cartridge compartment was found to be free of defects. No moisture was observed in battery compartment or under the display lens. Unrelated to the original complaint, cracks in the battery compartment from the threads to the left of the grip pad, and below the grip pad to the case seal were observed. A leak test failed due to the battery compartment leaks. The pump was opened, and no moisture was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.